Event description:
On (B)(6) 2011 customer reported high magnesium (mg) quality control (qc) on the dxc 800 pro instrument. Customer stated that two patient samples had discrepant mg results, and upon repeat the results were amended. It is unknown if the original results were reported out of the laboratory. Customer did not report that any patient treatment consequences had occurred. Customer did not report any issues with other chemistries or any system errors. Field service engineer (fse) examined the instrument and ran a precision verification test 3 (pvt3) carryover. Fse reported that reagent probes passed and sample probe failed. Fse replaced sample probe and collar wash. Fse checked sample mixer external wash station and it had only one stream. Fse flushed it out and verified all three streams. Fse reran pvt3 and qc, and returned the instrument to the customer. Routine hardware troubleshooting resolved the issue.